Event description:
X-rays were performed, which showed a gross fracture of the lead wire below the electrodes. It appeared as though the tie-downs were not securing the lead wire. While not visualized, a strain relief loop appeared to be outside of the x-ray image.

Event description:
It was reported that high impedance was identified on the patient's device. The impedance had reportedly increased over the past year. There was no known injury to the device; however, the patient had nocturnal seizures and slept alone. X-rays were performed, which showed a gross fracture of the lead wire below the electrodes. There was no strain relief loop, and it appeared as though the tie-downs were not securing the lead wire. No surgical intervention has occurred to date.